Event description:
Reportedly when the patient underwent an ECG examination during a regular follow-up visit, the ECG showed an unexpected pacing behavior. Whereas the pacemaker was operating at 70 min-1 in vvi mode, this ECG showed one beat at around 120 min-1, two beats at around 90 min-1, and one beat at around 110 min-1 following a premature ventricular contraction. An analysis is required.

Manufacturer narrative:
Preliminary review of the provided data showed an ECG with 3 qrs, 1 pvc followed by probably 3 fast r wave. No pacing or device abnormality could be confirmed.

Event description:
Reportedly when the patient underwent an ECG examination during a regular follow-up visit, the ECG showed an unexpected pacing behavior. Whereas the pacemaker was operating at 70 min-1 in vvi mode, this ECG showed one beat at around 120 min-1, two beats at around 90 min-1, and one beat at around 110 min-1 following a premature ventricular contraction. An analysis is required.

Event description:
Reportedly when the patient underwent an ECG examination during a regular follow-up visit, the ECG showed an unexpected pacing behavior. Whereas the pacemaker was operating at 70 min-1 in vvi mode, this ECG showed one beat at around 120 min-1, two beats at around 90 min-1, and one beat at around 110 min-1 following a premature ventricular contraction. An analysis is required.

Event description:
Reportedly when the patient underwent an ECG examination during a regular follow-up visit, the ECG showed an unexpected pacing behavior. Whereas the pacemaker was operating at 70 min-1 in vvi mode, this ECG showed one beat at around 120 min-1, two beats at around 90 min-1, and one beat at around 110 min-1 following a premature ventricular contraction. An analysis is required.